Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a fall resulting in hospitalization. The patient was noted to be septic and require mechanical ventillation due to chronic obstructive pulmonary disease and pneumonia. The patient also experienced and episode of ventricular tachycardia (vt) for which they were externally cardioverted as this cardiac resynchronization therapy defibrillator (crt-d) did not provide therapy due to suspected premature battery depletion and safety mode. The device could not be fully interrogated but did exhibit error codes 1004 and 1007 indicating a shorted shock lead condition and prolonged capacitor charge times respectively. Currently there are no plans to intervene surgically due to the patient's underlying medcal condition. No additional adverse patient effects were reported; this system remains in service.